Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On november 12, 2019, it was reported that the thickness control level/depth gauge moved during procedure. The customer returned an air dermatome device, serial number: (B)(6), for evaluation. Product review of the air dermatome on november 25, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The head and control bar had visible damage. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on november 25, 2019 which included replacement of the machined head, die cast lever, screws, needle bearing, external e-ring, reciprocating arm, o-ring, ball plunger, spring pin, vespel bearings, semi-circle bearings, control bar, internal retaining ring, spring seal, and ball bearings. Air dermatome, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was not able to be reproduced during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the thickness control level/depth gauge moved during procedure. There was no report of harm to the patient and no delay in the procedure as a result of this malfunction.